Event description:
It was reported that this right atrial (ra) lead exhibited an alert for an out of range pace impedance measurement. The impedance measurement value had not been reported via remote monitoring yet, but boston scientific technical services (ts) suspected it to be greater than 3000 ohms. In addition, there were stored atrial tachy response (atr) episodes with noise and oversensing on the ra lead of the respiratory rate trend (rrt) sensor signal as well as a false pacemaker-mediated tachycardia (pmt) episode exhibiting myopotential noise on the ra lead. Ts suspected this may be due to a ra lead fracture. Ts provided guidance to the healthcare provider (hcp) to bring the patient into the clinic to evaluate the issue. The hcp indicated they will reach out to the clinic and the patient. The ra lead remains in-service. No patient symptoms or adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead exhibited an alert for an out of range pace impedance measurement. The impedance measurement value had not been reported via remote monitoring yet, but boston scientific technical services (ts) suspected it to be greater than 3000 ohms. In addition, there were stored atrial tachy response (atr) episodes with noise and oversensing on the ra lead of the respiratory rate trend (rrt) sensor signal as well as a false pacemaker-mediated tachycardia (pmt) episode exhibiting myopotential noise on the ra lead. Ts suspected this may be due to a ra lead fracture. Ts provided guidance to the healthcare provider (hcp) to bring the patient into the clinic to evaluate the issue. The hcp indicated they will reach out to the clinic and the patient. The ra lead remains in-service. No patient symptoms or adverse patient effects were reported. Additional information was received that this ra lead was subsequently explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Information indicates this lead is currently in the possession of the explanting hospital. This investigation will be updated should further information be provided.

Event description:
It was reported that this right atrial (ra) lead exhibited an alert for an out of range pace impedance measurement. The impedance measurement value had not been reported via remote monitoring yet, but boston scientific technical services (ts) suspected it to be greater than 3000 ohms. In addition, there were stored atrial tachy response (atr) episodes with noise and oversensing on the ra lead of the respiratory rate trend (rrt) sensor signal as well as a false pacemaker-mediated tachycardia (pmt) episode exhibiting myopotential noise on the ra lead. Ts suspected this may be due to a ra lead fracture. Ts provided guidance to the healthcare provider (hcp) to bring the patient into the clinic to evaluate the issue. The hcp indicated they will reach out to the clinic and the patient. The ra lead remains in-service. No patient symptoms or adverse patient effects were reported. Additional information was received that this ra lead was subsequently explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Information indicates this lead is currently in the possession of the explanting hospital. This investigation will be updated should further information be provided. Upon receipt at our post market quality assurance laboratory, the lead was thoroughly analyzed. Visual inspection confirmed that the whole lead was returned intact. The helix was extended and there was dried blood/tissue within the helix housing. Resistance testing found that the lead was not electrically continuous. Detailed analysis confirmed that the outer conductor coil had a break approximately 220 millimeters from the terminal end. Based on the characteristics of the fracture, it was determined that it was consistent with cyclic/flex fatigue damage. Analysis concluded that the clinical observations of high out of range pace impedance, noise and oversensing were likely caused by the confirmed fracture.